Manufacturer narrative:
A serial readout was returned to livanova (B)(4) for further investigation. The reported failure could be confirmed. It was reported that the event occurred on all three pumps simultaneously. A specific root cause could not be identified however it was reported that the customer used a high-frequency surgery device. Therefore a livanova (B)(4) evaluated an irritation by high-frequency energy as root cause for the reported issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the dhrs of all pumps attached to the device did not identify any deviation or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 system displayed multiple motor control board failure error messages and all pumps attached to the console flickered as a result during in-service. There was no patient involvement.